Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Customer stated they are able to see colors, but the touchscreen is unreadable. There was no impact to customer's blood glucose level. Reportedly, customer has back up injections for insulin therapy.